Manufacturer narrative:
The cause for the (B)(6) result is unknown. There have been no other reports of non-reproducible advia centaur xp ahbs2 results. The instrument is performing within specifications. No further evaluation of the device is required. The interpretation of results section of the us instructions for use (IFU) states: "the system reports ant-hbs antibody results in miu/ml and as reactive (positive). Or nonreactive (negative) or as needing retest: nonreactive: samples with an initial value <8 miu/ml. Anti-hbs is below 10 miu/ml and the patient is considered not to have protective immunity to hbv infection. Reactive: samples with an initial value greater than or >/= 12 miu/ml. Anti-hbs is detected at >/= 10 miu/ml and the patient is considered to have protective immunity to hbv infection. Retest zone: samples with an initial value >/=8 and <12 miu/ml. If results are within the retest zone after initial testing, samples must be retested in duplicate. After retesting, if 3 results are available and 2 results are >/=10 miu/ml, then the sample is considered to be reactive. If 3 results are available and 2 results are <10 miu/ml, then the sample is considered to be nonreactive."

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained for a patient sample. The result was (B)(6) compared to a previous sample result from the same patient and a subsequent sample from the same patient. Repeat testing of the sample in question yielded a (B)(6) result. It is unknown if patient treatment was altered or prescribed based on the result. There was no report of adverse health consequences due to the (B)(6) result.